Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is still tightly folded and the stent is still in the manufactured position on the balloon. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent balloon expandable was selected for treatment. During the procedure, it was noted that the stent was dislodged after reaching the lesion. The stent was removed with the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the correct device used was an 8.0x20x135 cm express ld vascular stent balloon expandable.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent balloon expandable was selected for treatment. During the procedure, it was noted that the stent was dislodged after reaching the lesion. The stent was removed with the catheter and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.